Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient developed an infection at the implant site that was treated with antibiotic ointment (date and duration not reported). Subsequently the patient experienced a loss of osseointegration, resulting in fixture loss.